Event description:
This supplemental emdr serves to correct and clarify that there was patient involvement since the reported issue happened during infusion.

Manufacturer narrative:
A correction/clarification can be found in b5.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a ndehp pe-lined plumset-sl that reportedly had air in the cassette and in the lower section of the tubing during infusion. There was no report of human harm.